Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Reported via maude report#'s mw5057732 and mw5058182. It was reported that pain and bleeding occurred. The patient stated that she had an ivc filter implanted in her since 2003. In 2015, she experienced increasingly painful stomach pain and bleeding over 6 months and discovered that the implanted filter had migrated, perforated and tilted outside of the vena cava. She stated that the filter embedded in vena cava.